Manufacturer narrative:
The information provided related to date of hospitalization in previous report was incorrect. The correct information has been provided with this report. (B)(4).

Event description:
It was reported that the customer was hospitalized on (B)(6) 2020.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was hospitalized due diabetes ketoacidosis and high blood glucose on may 5, 2020. Blood glucose level at the time of the incident was over 600 mg/dl. Customer stated that customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was experiencing lower back ache had urinary tract infection. Customer was treated with intravenous drip and antibiotic for urinary tract infection. Customer does not alleged insulin pump was under delivering and he got bent cannula from the set she was using that time. The insulin pump will not be returned for analysis.